Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported induced cylinder in a patient's left eye two days post lasik. Treatment was decentered.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on the company acceptance criteria. The clinical applications specialist review showed the stated induced cylinder appears mainly due to a very significant decentered ablation towards the nasal position. The reason for this decentration remains unclear from an usability/application perspective. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. (B)(4).